Manufacturer narrative:
Additional information: upon further review of the initial report it was determined that the identified lens in the initial report is not approved for sale in the u.s.

Event description:
A doctor of ophthalmology reported postoperative endophthalmitis approximately two months following an intraocular lens (iol) implant procedure. The patient was treated with steroids. The symptoms are improving. The lens remains implanted. Additional information was requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).